Event description:
This new malem alarm that we purchased keeps getting very hot in an hour of turning it on. Don't know what we are doing wrong. It is straightforward. We insert batteries and plug in the sensor. That's it. The alarm gets so hot and is not event possible to hold in our hand....only way to avoid any damage is to remove the batteries. Removing the sensor does not help. Defective medical device.